Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated device failed to discharge using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical canada; the malfunction was observed and the customer was sent a replacement set of electrode pads. Analysis for reports of this type has not identified an increase in trend.